Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during self test, the cardiosave intra-aortic balloon pump (iabp) it was discovered that the unit needs a new security disk. The unit was never used clinically.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5, e2 and e3 ( initially it was wrongly mentioned as "yes" and "other healthcare professional" respectively which is actually not provided) it was reported post use that the cardiosave intra-aortic balloon pump (iabp) had the newly installed machine failed the self-test. After testing, it was determined that the problem was with the safety disk. The safety disk needs to be replaced with a new one, which is not in use. There was no adverse event reported. Delivered with safety disc replaced, all functional and safety checks performed to meet factory specifications. The failure analysis and testing department received a safety disk with a reported of safety disk failed the leak test. Performed visual inspection of safety disk per the cardiosave service manual revision r and found no visual damage and the part looks to be in good condition. Installed the safety disk into the iabp cardiosave. Performed and tested the safety disk in accordance with the cardiosave service manual revision r, in an attempt to recreate the reported problem. Found that during the 30 minutes test the safety disk failed the membrane differential pressure with the results of 9 mmhg, factory specification is +/- 6mmhg, looks like is a leak in the safety disk. Retaining the safety disk in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.

Event description:
N/a